Manufacturer narrative:
The device has been returned and the investigation is in progress. A supplemental report will be submitted with the investigation results once complete. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.3 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide did not move forward and the cannula did not deploy when pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported. Treatment information was not reported.

Manufacturer narrative:
The pod arrived not deployed. A decrease in pulse widths was observed in conjunction with a drive stall, indicating a failure of the hook talon to detent the ratchet gear. This resulted in the pod generating an 0x5c alarm, indicating open count too low at the end of first prime. No damages were observed that would contribute to the failure to detent and subsequent needle mechanism failure. The exact cause of the failure to detent could not be determined.